Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully with the same device.

Manufacturer narrative:
The reported overheating was not duplicated. However, widespread corrosion was observed upon disassembly.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences. The procedure was completed successfully with the same device.